Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine evaluation. Upon interrogation, the pulse generator exhibited oversensing on the ventricular lead. Although requested, no final patient outcome was provided. It was suggested during the call that programming changes be made.